Event description:
A facility medwatch ref no (B)(4) was received stating: "according to registered nurse (rn), the ventilator lost power and stopped working momentarily while on a patient. When respiratory personnel arrived, the ventilator was functioning properly, and the patient was not in any distress. As a precaution the ventilator was replaced, tagged out, and called in to biomed."

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.